Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2021-00059).

Event description:
It was reported that a three-level procedure was performed in (B)(6) on (B)(6) 2021, utilizing the reform pedicle screw system. While the surgeon was locking the lock screw the tips of two lock-screw torque drivers (39-rd-0060) broke. The tip of a t20, retention bone-screw driver, reform (39-sp-0601) also broke. All broken tips were removed and all lock screws were successfully tightened using the torque limiting handle. There was no patient injury or delay to the procedure resulting from these failures.

Manufacturer narrative:
H3 device evaluation - according to the complaint information provided, the t20, retention bone-screw driver, reform broke while attempting to tighten a t25 lock screw. The root cause of the reported tip breakage it attributed to use error, as this driver is not intended to be used with a t25 hex. Review of device history records found fifty-four (54) pieces of this lot were released for distribution on 2/7/2017 with no deviation or anomalies. Two-year complaint history review (10.18.2019-10.18.2021) did not identify a trend for reports of this nature for this part number. No corrective actions are recommended. This report is number 3 of 3 mdrs filed for the same event (reference (B)(4)).

Event description:
It was reported that a three-level procedure was performed in (B)(6) on (B)(6), 2021, utilizing the reform pedicle screw system. While the surgeon was locking the lock screw the tips of two lock-screw torque drivers (39-rd-0060) broke. The tip of a t20, retention bone-screw driver, reform (39-sp-0601) also broke. All broken tips were removed and all lock screws were successfully tightened using the torque limiting handle. There was no patient injury or delay to the procedure resulting from these failures.